Manufacturer narrative:
Concomitant medical products: product ID 977a260 serial# va2bcp2034 implanted: (B)(6) 2021. Other relevant device(s) are: product ID: 977a260, serial/lot #: va2bcp2034, ubd: (B)(6) 2024, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient via manufacturer representative who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the patient is not getting adequate pain coverage. Impedances all within normal limits. X-ray imaging done to confirm lead placement. Lead has shifted from mid t8 to the bottom of t8. Reprogramming done on groups a and b with dtm setting. Group c was programmed over the 9/10 disk space. Patient has only one lead place which is predominantly right sided, she would like more left side of coverage. If coverage issues continue, dr. Singh will place a left-sided lead as well. It was reported that the issue was resolved at the time of the report.